Event description:
The customer reported that the device jaws were sticking to tissue and that tissue was torn when the device was removed. There was no pt injury. The site contact was not able to provide add'l details regarding the incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.